Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler is associated with severe surgical complication in patients submitted to the bariatric surgery and did not close the tissue properly. The staples break easily. Associated to fistulas and infection. Life risk.